Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges she was using the hand control on her lift chair when she allegedly her a pop and allegedly a flame came from the hand control.

Event description:
Consumer alleges she was using the hand control on her lift chair when she allegedly her a pop and allegedly a flame came from the hand control.

Manufacturer narrative:
The root cause of the failure appears to be a damaged harness; the pcb and all controls of the hand-control had not failed.